Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. The customer stated the buttons on her insulin pump were not responding correctly. The customer was unable to hear the representative and stated she would call back.